Event description:
The pt received a scs system on (B)(6) 2005. It was reported on (B)(6) 2011 that the pt has not been able to locate the ipg. It is unk if the pt is feeling stimulation. A new charging system was sent to pt. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.